Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. The procedure concluded without any event. On (B)(6) 2010, the patient suffered a cerebral infarct and showed a symptom of dysarthria. Sodium ozagrel was administered for four days. On (B)(6) 2011, the patient showed the recovery from the dysarthria at the one year follow up examination.